Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During testing, the pump powered on with functional auditory and vibratory features, indicating there was power to the pump. During visual inspection of the pump, it was observed that the battery compartment and test battery cap were undamaged and able to fit securely to the pump. The battery cap and cartridge cap were not returned with the pump and a test cap was used to complete the investigation. The test battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump performed within specification therefore the investigation was unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.